Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. The customer also reported that they had low blood glucose of 46 mg/dl. The customer stated that they treated the low blood glucose with juice. Troubleshooting was done for power error. The customer declined to troubleshoot for low blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.